Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were harder to press. Customers blood glucose value was unknown. Customer also stated that the battery life of the insulin pump was diminished, low battery warning and random no delivery alarm. Customer declined troubleshooting. The device will not be returned for analysis.